Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.h11 additional narrative:h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned.h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zhang y, qing s, yin g, lu c. Intraoperative assessment of the dorsoulnar fragment reduction and fixation with extended tangential view: a study of diagnostic accuracy. Medicine (baltimore). 2025 feb 21;104(8):e41663. Doi: 10.1097/md.0000000000041663. Pmid: 39993095; pmcid: pmc11856977. Objective/methods/study data: the aim of this retrospective study is to evaluate the reliability of the intraoperative extended tangential view (etv) in assessing the reduction and fixation of the dorsoulnar fragment (duf) during the treatment of comminuted distal radius fractures (drfs) with volar plates. This study also suggests that the intraoperative etv is a valuable tool for assessing the reduction and fixation quality of the duf in comminuted drfs. Level IV, retrospective case series. Between april 2023 and february 2024, a total of 26 patients who underwent open reduction and internal fixation for ao 2r3c type drfs involving the duf were included in the study. This includes 9 males and 17 females, aged 24 to 66 years, with the mean age of 56.5 (49.5, 62.3) years. These patients treated with 2.4 mm variable angle lcp 2-column volar distal radius plate (synthes). Follow-up were unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes 2.4 mm variable angle lcp 2-column volar distal radius plate. Adverse event(s) and provided interventions possibly associated with unk -locking/ set screws (qty 1). 1 patient, prompting immediate screw replacement in etv fluoroscopy identified screw penetration into the druj. No intervention provided. Adverse event(s) and provided interventions possibly associated with unk - constructs: 2.4 mm va-lcp two-column volar distal radius plates/screws (qty 1). 1 patient was poor in duf reduction quality by intraoperative etv and postoperative CT. No intervention provided.